Event description:
It was reported that during an adolescent idopathic scoliocis surgery, the surgeon performed a correction using the coronal plane bender to bend the titanium rod and the bender head broke. A fragment came off from the bender. Although the instrument was broken, no patient complications were reported.

Manufacturer narrative:
(B)(4). Visually confirmed the bender tips have been plastically deformed, with a portion of the tips broken off, and not returned for analysis. The location of tip plastic deformation and breakage (outside of the rod engagement portion of the instrument), suggest improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument during rod bending, resulting in overload of the outside corners of the instrument. Microscopic examination of the fracture surface reveals a fairly brittle fracture with no indication of fatigue, which changes planes due to geometry of the part; also consistent with overload of the instrument. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.